Event description:
A malfunction was reported on a customer's pump, with no notable events occurring beforehand and no adverse impact on the customer's blood glucose level. The issue did not cause it to exceed 500 mg/dl. Initially, the customer received assistance in resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer was informed about the steps needed for using and returning the problematic pump and agreed to use a backup insulin pump temporarily. A replacement pump was sent, and all necessary instructions for storage mode and returning the old pump were provided. Reportedly, the customer reverted to an alternate method of insulin therapy.